Event description:
Customer reports being unable to obtain a result on the coaguchek xs system due to an error within device specifications (the error was missing icons, which the caller was aware of). The customer was taken to the hospital because of pain, and she tested 8.5 inr on professional device. Customer was hospitalized for 5 days. Requested return of suspect device.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.